Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the cgm readings were fluctuating between 200 mg/dl and 260 mg/dl and there was no bg value taken. The patient experienced hypoglycemia with loss of consciousness. The patient's wife called emergency medical services (ems) and the paramedics took a bg reading which was 25 mg/dl while the cgm was reading high values (no specific value reported). The paramedics treated the patient with glucagon and the wife took the patient to the emergency department (ed). The patient stayed overnight at the hospital and was monitored, and no medication was provided at the hospital. The patient was discharged the next day and at the time of the report he was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.